Manufacturer narrative:
Tech found the stretcher on second floor. Issue: right head caster was not braking. Replaced the caster to resolve this issue.

Event description:
Info received that the right head caster was not braking. No injury reported.